Manufacturer narrative:
The manufacturer previously reported a "service required" alarm condition indicating a pressure sensor mismatch occurred. There was no harm or injury reported. The device was evaluated onsite by the manufacturer's field service engineer and the customer's complaint was confirmed. The device's machine flow sensor and o-ring were replaced to address the issue. Following the repair of the device, the customer states the device failed an fio2 sensor verification test. The o2 sensor is an accessory to monitor fractional inspired oxygen at the patient circuit connection. The calibration is performed to verify accuracy of the sensor and is performed without a patient connected to the ventilator. A malfunction of this accessory during calibration would not affect the device's ability to deliver therapy as designed. This issue is not reportable to any regulatory agencies.

Event description:
The manufacturer received information alleging a "service required" alarm condition indicating a pressure sensor mismatch occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.